Manufacturer narrative:
H3. The device was returned due to a non-analyzable medical issue; therefore, analysis was not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (24.08mcg/day at 500mcg/ml) and bupivacaine (.2890mg/day at 6mg/ml) via an implantable infusion pump. It was reported that the pump and catheter were returned for disposal and other testing needed by the manufacturer. The hcp reported that the pump and catheter were explanted due to fluid collection around the pump. They were able to aspirate. They had positive cultures.